Event description:
The initial rptr called and stated that the ibm server they use for back-ups is not booting to windows. Per the initial rptr, the server keeps on recycling and displays an error message reading "bios not installed and no logical drives found." After further investigation, it was discovered that the mentioned server had crashed. No pt data was lost since the production unit was functional.

Manufacturer narrative:
There is no established expiration date for this device. Said device was evaluated remotely on (B) (6) 2009. Eval summary - the likely cause of this malfunction was a combination of three issues (power loss, hard drive cache setting in the write back mode and down level firmware). No pt data was lost as the production unit was functional. This is not a single use device.